Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent deformation. Patient's condition affected effectiveness of device-lesion morphology impacted on the result. Caused by operational context-operational context of the devices. Conclusion: inherent risk of procedure-stent deformation. Device failure/lack of effectiveness related to patient condition-lesion morphology impacted on the result. Operational context contributed to event -caused by operational context of the devices. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity rx drug eluting stent in the lad. During deployment the physician observed that one of the stent struts did not deploy properly. Two dilatation balloons were used to expand the stent, however, were unsuccessful. A second resolute integrity was deployed. No clinical sequelae reported. Image review it appears incomplete deployment occurred due to a very robust lesion. Based on review of the procedural images it appears that the lesion morphology and the procedural techniques utilized for the treatment of the vessel appears to have most likely impacted on the procedural outcome.